Event description:
Customer mis-applied the nipple marker to a patient's mammogram causing the skin to pull taught and the radiologist to request another mammogram image with the marker reapplied correctly.

Manufacturer narrative:
Customer is evaluating other skin marker options to determine what will work better. They were also instructed on the best application method to eliminate this possibility with the use of the current product.